Manufacturer narrative:
The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, the customer aspirated the water through the instrument suction channel, there were no abnormalities in the accessories used for reprocessing, they wiped and brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges, they brushed the instrument channel, instrument channel port, and suction cylinder. The device was returned and evaluated, and the customer¿s allegation of black fluid dripping out of scope was confirmed. Device evaluation found a leak from the instrumental channel. The additional evaluation findings are as follows: advanced diagnostics tear and scrape marks on forceps passage, burned mark on distal end, light guide lens had internal fluid, bending section glue cover cracked, buckle near bending section and crimped near 50 centimeters. Based on the results of the investigation, a root cause of the material that remained in the device could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no deviation from instructions for use (IFU) in reprocessing steps for the area foreign material remained. However, the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from biopsy channel. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in the operation manual chapter 3 preparation and inspection. IFU states the preventative measures in the reprocessing manual chapter 5 reprocessing the endoscope. Confirmed by the reports: (B)(4). That performance of reprocessing on the device is secured by reprocessing in accordance with IFU. (Cleaning/ disinfection/ sterilization). Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had black fluid dripping out of the scope. The issue was found during reprocessing. There were no reports of patient harm.